Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described as red and burning skin under the front therapy electrode, under the garment, and under the patient's breasts. The patient's nurse used a cream on the irritation. Follow-up indicated that the irritation was improved.